Manufacturer narrative:
The copy of medwatch report #mw5093865 we received does not provide the name or location of the facility, or the device model number; therefore, an investigation is not possible. Per the lot code of 'ci' provided in the report, the device was manufactured in march 2001. Based on the medwatch report, the original procedure the patient underwent in 2019 was a transurethral resection of bladder [tumor], and the tip of a resectoscope inner sheath is what most likely broke off into the patient's bladder during the procedure. Our records show we have shipped several resectoscope inner sheaths with ceramic tip with a lot code of 'ci', and all were for model 27040xa.

Event description:
As per medwatch report #mw5093865 received via mail, allegedly, during an in-office scope procedure, pieces of the tip of a karl storz sheath were seen in the patient's bladder. The pieces were removed during a subsequent procedure, and physician said patient had experienced no issues due to the foreign body.